Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files and two images were returned. The images appear to show a blood-like substance on the catheter tip electrode and a blood-like substance within a syringe. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported impedance issue and blood clots remains unknown.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, the impedance value increased while the anterior wall of the right superior pulmonary vein was being ablated. A blood clot was noted on the catheter tip when the catheter was removed from the patient. The procedure was completed without replacing the catheter. There were no adverse consequences to the patient.